Event description:
A pt reported experiencing inaccurate high results with a meter. The pt's blood glucose results were 106 lab vs. 136 mg/dl and second set were 129 lab vs. 186 mg/dl. Tests were done within 10 minutes with a difference of 28% and second set 31%. Pt did not experience any adverse events. No further info has been reported.